Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ob-gyne robotic laparoscopic procedure, midway to the surgery there were two sutures that had broken threads. One while suturing and the one while being introduced and pulled through the trocar. Another suture was used to complete the procedure. There was no patient injury.